Event description:
The customer reported that they did not get a pause alarm on a pause duration greater than the alarm limit which is reportedly set at 2 sec.

Manufacturer narrative:
The customer voiced the concern that they did not get a pause alarm on a pause duration greater than the alarm limit which is reportedly set at 2 sec. According to the strips provided by the customer, the monitor showed a missed beat with a pause duration of 2.19 seconds at 13:02:45, followed by a hr low alarm at 13:02:51. The clinical support engineer provided the customer with troubleshooting support via telephone and verified that no death, serious injury, or safety issue occurred. The philips field service engineer went to the customer site and gathered log information for factory evaluation. The r&d project manager and the r&d engineer were consulted for further evaluation of provided strip material. They indicated that, based on available strip information, no product issue can be confirmed, due to limited timeframe covered on strip (13:02:40 - 13:03:00). They indicated that an earlier pause may have influenced the annunciation of follow-up pause alarms, due to time out period. Labeling for this product describes how certain situations that can inhibit the audible and visible indications of the alarm even though the alarm condition was detected, in particular through a present timeout period of a similar alarm. This time out period is set to 3/10 minutes per default. If a prior pause alarm condition was detected within this timeout period, no alarm will be announced audibly or visually for following events, however, the condition will still be noted. The strip clearly indicated the missed beat (indicated by a "m" on strip) during the pause. This confirms that the monitor adequately noted the missed beat. As no strip history is available prior to 13:02:40, it remains unknown whether another missed beat condition had previously caused a pause alarm and thereby timed out following pause alarms. The customer further reported, that a hr low alarm was actually properly announced following the pause event. This can be attributed to the higher priority level of a hr low alarm. It remains unknown if the customer was a new user to the system. It is not known whether this was an additional factor in not recognizing the present alarm status, as they may not have been familiar with behavior and priority levels of alarms, as well as with recording time out periods. A clarify database search showed no subsequent reports in over 60 days for this issue/situation. The available information for this report does not support that a malfunction occurred. We will consider that the device remains in use at the customer site and that the problem is most consistent with a user knowledge deficit. No further investigation or action is warranted. (B) (4).